Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with sensor and blood glucose readings and threshold suspend alarm. The customer's blood glucose was 116mg/dl, and their sensor reading was 48mg/dl. The difference was found to not be within the acceptable range. Troubleshoot was conducted. The customer was assisted with clearing the alarm. The customer was advised of proper calibration techniques and advised that replacement sensor would be sent out.